Event description:
Caller reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.